Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "infusion ended three hours before it alarmed". They stated that the patient has requested pump changes multiple times because of similar issues. Mmdg followed up with the initial reporter, they stated that the patient did not have any adverse effects, but no other information was available. (B)(4).